Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 313 mg/dl at the time of the incident. Customer stated that the pump was in the water for an instant. Customer's blood glucose was 112 mg/dl today. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was noted on the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.